Event description:
It was reported that the pump battery was unresponsive. The customer's blood glucose level at the time was 135 mg/dl, which is within the normal range. There was no adverse impact to the customer's blood glucose level. Customer technical support instructed the customer to try various troubleshooting steps, including plugging the pump into a known working power source, but these attempts were unsuccessful. Consequently, technical support decided to replace the pump and provided instructions for returning the defective unit. The customer had no immediate backup insulin therapy and planned to consult their healthcare provider.